Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 13.2mm vicmo13.2 implantable collamer lens, -15.50 diopter, in the patient's right eye (od), but the lens tore during injection into the eye. There was no patient contact. Another same model/diopter lens was implanted on (B)(6) 2018 and the problem was resolved. The reporter indicated the cause of the event was unknown.